Event description:
While obtaining breast tissue samples with the mammotome unit, the vacuum was not functioning properly so the tissue samples obtained were small. The radiologist had to make two passes per clock position to get an adequate sample. The devicor rep was consulted and troubleshooting was offered.